Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department experiencing bradycardia with heart rates in the 20's. A remote transmission showed t-wave oversensing (twos) post ventricular paced beats on some episodes. The rv lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patient had been discharged approximately two weeks after the original incident, and the rv lead issue did not contribute to the patient's symptoms. The patient had presented to the emergency department with hyperkalemia, sepsis, acute renal failure, and cardiac arrest. Emergency hemodialysis was necessary. The patient passed away approximately one week later.